Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. This rv lead was observed to have exhibited a previous out of range shock impedance in the past. This rv lead remains in service. No adverse patient effects were reported.